Event description:
On (B)(6) 2018, an 8/6 amplatzer duct occluder was selected for implant using a 6f amplatzer torqvue 180 degree delivery system. During device preparation the device was deployed from the loader, and a portion of the retention skirt deployed deformed. The retention skirt was re-shaped by hand and inserted into the delivery sheath. When the occluder was deployed in the patient, the retention skirt deployed deformed again. The device was safely removed from the patient and exchanged for another 8/6 amplatzer duct occluder (lot number: 6158440) which was successfully implanted. No patient consequences were reported. No additional information is expected.

Manufacturer narrative:
An event of deployment deformity was reported. The returned 8/6mm amplatzer duct occluder met all functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.